Event description:
Occlusion alarms were reported. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue with a site change, however, an occlusion alarm recurred. Corrective actions guided by tandem technical support were performed and a successful bolus delivery was eventually achieved the customer was advised to replace supplies as necessary and resume insulin therapy.